Event description:
Patient was placed on tv-100 ventilator upon arrival in ed. Shortly after, respiratory was called to bedside because the ventilator powered off on its own. Rn was in the room when it happened and was able to remove patient from the vent and manually ventilate with bag valve mask. Patient was placed on hamilton ventilator and tv-100 was removed from use. According to vendor, we are the only customer reporting this issue manufacturer response for transport ventilator, tv100 (per site reporter).